Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that when the third party usb data cable used during the event was plugged into the device that it would power off by itself. Once the cable was removed, proper device operation was observed. Physio then replaced the third party usb data cable using a new cable from the customer's existing inventory which resolved the reported issue. The original cable was disposed of by the customer. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue was the third party usb data cable.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. Medical personnel were unable to restore power to the device during the event. The customer advised that the device had two fully charged batteries during the event. No further details about the patient or the event were provided.